Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized the day prior for high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of admission. Customer reported feeling nauseous and difficulty breathing as a symptom of their blood glucose. The customer stated they were treated with an IV of liquids and insulin. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported a leak was present on the insulin pump. Customer stated insulin was not visible at the battery compartment or reservoir compartment. Customer reported the leak was at the reservoir connector. Customer's blood glucose was 485 mg/dl at the time of incident. Troubleshooting could not be completed as the reservoir was discarded. The customer's current blood glucose was 116 mg/dl. The insulin pump will not be returned for analysis.